Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported a leak was noted from a pin hole in both sets when attached to a patient. Although requested, no further details were provided by the customer for this event.